Manufacturer narrative:
It was reported to philips that the screen will not display. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty display. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display. The fse provided a quote to the customer, the customer has not yet responded to confirm the purchase. Once or if the customer approves the purchase, the battery will be replaced to get the device into working order. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? No. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No.

Event description:
It was reported to philips that the screen will not display. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty display. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display. The fse provided a quote to the customer, the customer has not yet responded to confirm the purchase. Once or if the customer approves the purchase, the battery will be replaced to get the device into working order. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? No. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No.